Event description:
It was reported that patient underwent a primary total hip arthroplasty procedure on (B)(6) 2013. The tip of the inserter connector fractured in proximal phoenix screw. The fractured part was not able to be removed from the proximal screw. Another screw was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Investigation is ongoing.